Event description:
Dr reported that on 1/13/97, he performed a routine aspirate and biopsy on a pt at hospital. The pt is a 26 yr old female of average size being evaluated for a chronic leukopenia. The biopsy needle broke during the process of a routine biopsy attempt. Approximately one inch of the aspiration needle was left in the pt's iliac crest. The dr was able to remove the remaining piece with routine surgical supplies and a surgical consult was obtained. Only under fluoroscopy was the tip of the needle removed. The pt tolerated the procedure without further complications.